Manufacturer narrative:
(B)(4).

Event description:
IT WAS REPORTED THAT A SIGNAL LOSS OCCURRED. NO PRODUCT OR DATA WAS PROVIDED FOR EVALUATION. THE ALLEGATION AND A PROBABLE CAUSE COULD NOT BE DETERMINED. NO INJURY OR MEDICAL INTERVENTION WAS REPORTED.

Event description:
After submission of the initial MDR, product was received on (b)(6) 2026 and it was determined this complaint is Not Reportable per CORPFT-(b)(4).

Manufacturer narrative:
(b)(4).3004753838-2026-194583 was reported in error. Please disregard initial reporting of this event as this event has now been deemed Not Reportable.